Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was reading 10 degrees higher than fridge temperature. As per part investigation, it was determined that there was thermal damage observed on the assy smart remote manager buffered temperature probe. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of srm reading 10 degrees higher than fridge temp was confirmed by the fse and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that smart remote manager reading out of range temperature. Measured temperature with bd provided reader and it was within range. Power off station and replaced smart remote manager glycol temperature bottle probe. Rebooted station, waited for device newly installed glycol bottle to reach out proper temperature. All tested successfully. Dchu visual inspection: p/n 136355-01. The part received showed signs of thermal damage along the cable. Dchu laboratory testing: no further test was required due to thermal damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint srm reading 10 degrees higher than fridge temp was due to the damaged assy srm buffered temp probe which had signs of thermal damage.